Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) school of medicine.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the tortuous and moderately calcified internal fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for less than 10 seconds, the balloon burst. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the tortuous and moderately calcified internal fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for less than 10 seconds, the balloon burst. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable post-procedure.

Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 1mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.